Event description:
It was reported that the pt was explanted and re-implanted during a revision surgery in 2008. No further info is available at the moment about the reasons for re-implantation.

Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.